Event description:
It was reported that, the surgeon was putting in an anterior clavicle plate (left side). The surgeon was using a bending iron and the plate snapped. Pieces were recovered and will be returned. Surgeon used a stainless recon plate from frag kit and completed surgery without any delay or consequences.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.